Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve in valve procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. However, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Calcification of valves occurs as a progressive, time-dependent process. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve¿s hemodynamic performance. In this case, the patient's comorbidities likely played a roll in this event. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Event description:
Edwards received information that ten (10) years, three (3) months after implant of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to stenosis secondary to calcification. There were no reported adverse patient effects reported as a result of the valve in valve procedure.